Event description:
On (B)(6) 2012, pt reported the up button on the infusion device does not function correctly. He reported the up button feels ¿mushy¿ and has to be pressed hard for the infusion device to respond. He also reported the protective rubber is wearing off the up button, but he is unable to see the base plate. Pt previously reported a concern with the up button on (B)(6) 2012, but this was resolved after the battery was changed. He reported the issue began the week of (B)(6) 2012. The infusion device was replaced and requested for eval. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.